Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected audio/beep/vibrate, a21 alarm or reset time/date anomaly after change battery noted during testing. Device had cracked battery tube threads, cracked reservoir tube lip and no broken noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had lost setting when changing out batteries and alarm and sound of the pump are not loud any more and when changing reservoir plastic was chipping off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.